Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis devices. After all devices had been implanted, touch-up dilatation of the stent grafts was performed with a non-gore balloon catheter. Angiography revealed a dissection at the proximal neck. This dissection occurred during touch-up of the trunk-ipsilateral leg endoprosthesis with the non-gore balloon. To cover the dissection, aortic extender endoprosthesis devices were implanted. Angiography confirmed no leak or flow into the dissection. The patient tolerated the procedure. The physician stated that the touch-up ballooning was too aggressive.

Manufacturer narrative:
Emdr section h6, codes c19 and d1102 updated to reflect results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported failure mode, dissection, could not be independently confirmed through an evaluation of the provided radiographic image, as the image was after the aortic extenders were implanted. The cause is reportedly due to the aggressive touch-up ballooning.